Event description:
On the morning of (B)(6)2025, (B)(6) hospital reported the following event. This morning we had an event occur involving agiliti-owned dvk0136. The arm of the g5 ventilator fell off and struck the patient on the bridge of the nose. This caused approximately .5" laceration on the bridge of their nose. Upon investigation, the arm wold not tighten enough to stay secure onto the ventilator. The customer did not request a written report.